Event description:
The customer reported the system's cine function failed to operate. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cine drive was replaced. The system was then found to be operating as intended.